Event description:
Bone loss, inflammation and pain was also reported. Site was bone grafted.

Manufacturer narrative:
One imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation with a transfer mount. Visual inspection of the as returned product identified wear and debris about the implant threads, vent, and drive feature. The product matched print specifications where measured against drawing pd-tsvt6b10 rev b (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 (universal) and used for approximately 1 month. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 64088119. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3461) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (64088119) for similar cause and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection + lack of stability) or product (tsvt6b10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Last name and email address unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to infection and lack of stability. Tooth location 30.